Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the bottom teeth never got perfect alignment and needs further treatment. The patient also noted infection, blisters, inflammation, and aligners not fitting.